Manufacturer narrative:
Batch review performed on 11 september 2019: lot 174651: (B)(4) items manufactured and released on 11-gen-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm lot. 175048 (k170452) batch review performed on 11 september 2019. Lot 175048: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 2022-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event (0462-19 [mr 2019-00271 ]). Reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 lot. 174743 (k170452) batch review performed on 11 september 2019: lot 174743: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0001 std humeral diaphysis - cementless - 6 lot. 179094 (k170452) batch review performed on 11 september 2019: lot 179094: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0170 glenosphere 39xø24.5 lot. 179111 (k170452) batch review performed on 11 september 2019: lot 179111: (B)(4) items manufactured and released on 15-mar-2018. Expiration date: 2023-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 lot. 174744 (k170452) batch review performed on 11 september 2019: lot 174744: (B)(4) items manufactured and released on 25-gen-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 lot. 185489 (k171058 ) batch review performed on 11 september 2019: lot 185489: (B)(4) items manufactured and released on 29-gug-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 10 months from the primary due to signs of an infection (the pathogen is unknown). The surgeon removed all hardware and implanted an antibiotic spacer successfully.